Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction returned, which customer acknowledged and understood.